Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was 156 mg/dl. The insulin pump fell and exposed to moisture. The insulin pump had physical damage. Customer was using (B)(6). Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tube threads.